Event description:
Patient admitted on (B)(6) 2018 due to a concern for hm ii lvad pump thrombus as ldh 807. Hm ii controller history did not reveal high flows or powers. Heparin gtt initiated upon admission. Tte on (B)(6) 2018 showed an ef of 55-60% as well as a decompressed lv at 4.3 cm. Cardiac morphology CT performed on (B)(6) 2018 which showed no kinking or obstruction of flow, no evidence of a thrombus. Right heart catheterization performed on (B)(6) 2018 while lowering the vad speed to evaluate for possible pump explant-preserved ci but with an elevated pwp with vad speed at 6000 rpm. Tee on (B)(6) 2018 showed no evidence of thrombus but severe mr. Ldh up to 1096 on (B)(6) 2018. Heparin gtt discontinued on (B)(6) 2018 and bivalirudin gtt initiated in attempt to lower the ldh. Ldh remained 900-1000. Decision was made to take the patient to the operating room for a pump exchange. The patient was taken to the operating room on (B)(6) 2018. During the procedure, the surgeon noted a pump pocket infection which was localized. Decision was made to place the patient on ECMO, leave the chest open with IV antibiotics with a pump implant in a few days. The patient was taken back to the operating room on (B)(6) 2018. The pump pocket was clean. ECMO was decannulated and a heartmate 3 lvad was implanted. Surgery went well. The patient remains in the cvicu in critical but stable condition. Drainage positive for coag negative staph. Left chest wall abscess/hematoma.